Event description:
Instrument failure - the broach handle broke during surgery. Surgery began as scheduled, but the broken handle did significantly lengthen the surgery because it was hard to remove the stem. Surgery was completed and no harm was caused to the patient. The surgeon wound up getting the stem out with vicegrips and a mallet.